Event description:
It was reported that the patient was hospitalized after an inappropriate shock from their implantable cardioverter defibrillator due to a lead fracture. The device was found to be in safety mode, and the field representative found that any movement with the left arm resulted in noise and oversensing on the right ventricular (rv) lead. Later reports showed that the noise and oversensing resulted in pacing inhibition. The device and rv lead were later replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient was hospitalized after an inappropriate shock from their implantable cardioverter defibrillator due to a lead fracture. The device was found to be in safety mode, and the field representative found that any movement with the left arm resulted in noise and oversensing on the right ventricular (rv) lead. Later reports showed that the noise and oversensing resulted in pacing inhibition. The device and rv lead were later replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.